Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number, therefore, unavailable at the time of filing. Unique device identifier (UDI) is unavailable. (B)(6). No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. The tip of an active blunt probe long cable was found to be deformed there was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned instrument resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned probe was found to be in good condition with no apparent physical damage. When connected to a known good system, the probe returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.